Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat1187 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, one of the extensions of the catheter leaked during infusion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed, and the cause is likely use-related. The samples returned included a 4 fr s/l powerpicc solo catheter and a video sample of a powerpicc solo catheter. Visual evaluation of the video returned shows that the powerpicc, apparently implanted in the patient and secured with a statlock device, was leaking off and on from the extension leg. The leak appeared to be spraying. A connector was visible in the video, attached to the solo hub. Visual observation of the returned physical sample shows that the catheter terminated at the 37-cm depth mark. The printing on the solo valve, extension leg, and securement wings was not worn and clearly read. A slit in the extension leg, diagonal to but nearly transverse to the axis of the catheter, was found by examination, roughly under the ¿b¿ in ¿power injectable.¿ this slit was about 3.3 cm proximal to the securement wings. Tactual evaluation found the slit to be noticeable to the touch, but was otherwise unremarkable. Functional testing found the device to be patent and the device to leak at the hole in the extension leg. Microscopic evaluation found the slit to be very straight and with a smooth break surface and clean edges. The surface appeared faintly striated. The characteristics of this slit are consistent with damage from a sharp instrument. Potential sources of such sharp instrument damage include a dressing change.